Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. The returned mobile power unit (mpu) (serial number (B)(6)) was functionally tested at the service depot and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout all testing, and the mpu was scrapped after analysis, as the customer was provided with a warranty replacement mpu. Available information for this event indicates that the mpu was exchanged to resolve the issue and that no log files were obtained. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use, section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the alarm occurring was a no external power alarm and that the mpu's ac power cord did not come loose from the wall outlet or back of the mpu. There were no environmental circumstances that would have affected ac power at the time of the event.

Event description:
It was reported that the mobile power unit (mpu) was replaced due to the unit being part of a recall and exhibiting standard alarms. The exchanged mpu was to be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.